Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following revision event was included in a report received as part of the (B)(4) iis: patient had a left primary tha due to osteonecrosis; underwent revision due to poly wear. Head and liner were exchanged. Patient's bmi is reported as 21.7.